Manufacturer narrative:
Additional information: h11:the device was received for evaluation. During functional testing, reported problem was not reproduced. Evaluation sent the device for flow accuracy testing at a delivery rate of 40ml/hr with a vtbi of 40. The results were 39.382 which is an error percentage rate of -1.545% and also sent he device to flow accuracy testing at a delivery rate of 200ml/hr with a vtbi of 200. The results were 187.500 which is a error percentage rate of -6.25%.the reported condition was not verified. The pressure plate travel will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under infused normal saline during delivery. The infusion was started at 200 ml/hr (later to be reduced to 150 ml/hr). After an early stop and restart, the pump showed volume complete twice over two 5 hour periods, with 800 ml then 900 ml vtbi added. Five hours later, the nurse noted minimal bag volume change despite 2,448 ml vtbi programmed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.